Manufacturer narrative:
(B)(6) international (B)(4). The manufacturer¿s field service engineer (fse) confirmed the report of power switch green led (light emitting diode) had illumination failure. The manufacturer¿s field service engineer (fse) replaced the power switch overlay to address the issue. Performed periodic preventive maintenance. No other abnormalities were confirmed.

Event description:
The manufacturer¿s field service engineer (fse) reported light emitting diode (led) failure. There was no patient involvement.